Event description:
On (B)(6)/2009 the pt reported that the infusion sites were falling off of her skin within 2 hrs of use. This occurred with each of the last 5 infusion sites from her current box. She stated that she cleans the infusion site area with alcohol and she does not perspire at the infusion site locations. No physiological effects were reported. She was sent replacement infusion sets, adhesive dressing, and info on infusion site mgmt. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.